Manufacturer narrative:
Additional information; age or date of birth. It was reported that right hip revision surgery was performed. During the revision, the hemi head, bhr cup and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. In 2009, the patient had a left hip tha using a stryker rejuvenate system that was recalled. A 2017 office note indicated that the patient chose not to have his left hip revised, with no notation of a left hip revision provided. A 2014 MRI showed fluid on the right hip. Cobalt and chromium levels 1 month pre-revision were 11 and 4.9 ng/ml respectively. The revision intraoperative report indicated trunnionosis, pseudotumor and metallosis. It cannot be determined to what extent the patient¿s comorbidities had on his pain and clinical status. The reported pain, elevated cobalt and chromium and intraoperative findings of trunnionosis and pseudotumor are consistent with findings associated with metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to pseudotumor, elevated cobalt levels, adverse reaction to metal debris and metallosis.